Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was produced due to b30 scope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was due to a faulty scope socket. However, the specific cause of the faulty scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had a b30 scope communication error when using the 170 scope because the video scope socket unit was defective. The issue was found during preparation for use. The diagnostic bronchoscopy was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as yet. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.